Event description:
Caller tested 2.5 inr on the coaguchek xs system while comparison labs returned as 1.9 inr. No actions taken based on device result no adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).